Event description:
This case was initially received via regulatory authority ansm. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("backaches") and fatigue ("exhaustion as I have to go to bed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 3 months 31 days after insertion of essure, the patient experienced back pain (seriousness criterion medically significant), fatigue (seriousness criterion disability), myalgia ("muscular pains"), speech disorder ("speech disorders"), abdominal distension ("swollen abdomen"), stress ("stress"), urticaria ("urticaria"), headache ("headaches"), dry eye ("dry eyes") and pruritus ("itching"). Essure treatment was not changed. At the time of the report, the back pain, fatigue, myalgia, speech disorder, abdominal distension, stress, urticaria, headache, dry eye and pruritus outcome was unknown. The reporter considered abdominal distension, back pain, dry eye, fatigue, headache, myalgia, pruritus, speech disorder, stress and urticaria to be related to essure. The reporter commented: she was disabled during several years, nobody could say to her what she has. She will ask to her gynecologist for removal of essure, because her gynecologist and her physician did not think it could be essure the cause, the press gave her the idea of essure as cause. The events happened at the home of the patient. Diagnostic results: a lot of examinations were performed to found cause of symptoms that waste her life and the life of her family. All the examinations , MRI, CT scan, were available to her physician. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 29-sep-2017 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 365 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.